Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via left femoral access, the components of the device were allegedly found not to be intact at the base towards handle during advancement to the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was currently being performed. The return of sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in unused condition with loaded stent, and locked safety. The green stability sheath was found detached from the kink protection but not broken. Provided images match the condition of the returned sample. The investigation leads to confirmed result for stability sheath detachment. Damage was not observed before unpacking. Based on the investigation of the provided information, the investigation is closed as confirmed for stability sheath detachment from the kink protection. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via left femoral access, the components of the device were allegedly found not to be intact at the base towards handle during advancement to the sheath. The procedure was completed using another device. There was no reported patient injury.